Manufacturer narrative:
(B)(6). Date of report: 06 aug 2019. The field support engineer (fse) advised the customer replace the backlight inverter. If no resolve replace the entire gui and provided part ID for both the backlight inverter and user interface. Fse - recommended the replacement of the backlight inverter. If not resolve replace the entire graphic user interface. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the display dim. There was no patient involvement.